Event description:
It was reported that the cartridge did not click into place while loading it onto the pump. Customer's blood glucose was 368 mg/dl. Juice/food were consumed to address bg. Customer continued to use pump for insulin therapy.